Event description:
It was reported that during a ureteroscopy procedure the fiber broke. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a ureteroscopy procedure the fiber broke. There were no patient complications. Boston scientific has been unable to obtain additional information regarding the how the procedure was completed to date, despite good faith efforts.